Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection, bent cannula and not inserted properly cannula. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours on the leg. The patient had blood glucose levels of 500 mg/dl. They looked that the pod after and saw the cannula was kinked and most likely not inserted properly. The patient was taken to the doctors and diagnosed with a staph infection. The patient was treated with antibiotics.

Manufacturer narrative:
Investigation results found no evidence of any damage or manufacturing deficiencies that would cause an infection at the infusion site. Although the investigation found no evidence of any damage, the reported event could not be determined. No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Investigation found no defects or manufacturing deficiencies that would contribute to an improper insertion of the cannula. The received device had the cannula assembly fully deployed. Although no damage was present, the reported event could not be determined. Found cracks on the top and bottom housing. While the damage was found, it would not contribute to a failure of the pod¿s ability to deliver insulin.